Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 435 mg/dl on (B)(6) 2019. Customer¿s also mentioned blood glucose level was 143 mg/dl. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer provide symptoms regarding high blood glucose such as nausea. The customer was treated for the high blood glucose with bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer reported that they think the error was occurred because she dropped the insulin pump and thus it was not working well. The insulin pump was returned for analysis.